Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled throughout the entire mattress cover exposing the inside of the top cover of the mattress. The firm is in the process of delivering new mattresses to the facility. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.